Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received. Follow up later revealed the patient was pacemaker dependent with complete heart block. Last seen in the office on (B)(6) 2007. Nursing home personnel where patient had been a resident reported the cause of death was listed as natural causes. "The patient wouldn't eat and failed to thrive." No autopsy was performed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) inner insulation separation, outer insulation breached cut. Proximal segment returned and analyzed.